Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, cervix inflammation and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: essure implanted successfully, without complications. In (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 13-mar-2018: medical records received. Lot number & expiration date added. Concomitant & historical condition are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included spotting vaginal, cervix inflammation, adenomyosis and morbid obesity. Concomitant products included docusate, ibuprofen, ondansetron (zofran) and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced visual impairment ("vision decreased"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), urticaria ("hives"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), depression ("depression"), anxiety ("anxiety") and irritability ("irritability"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, anxiety, irritability, rash, urticaria, migraine, headache and visual impairment outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, allergy to metals, alopecia and vaginal discharge had resolved and the depression and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritability, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure implanted successfully, without complications. In (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: full tubal occlusion; in (B)(6) 2014: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia),depression, anxiety, irritability, rashes and hives, migraines / headaches,nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: vision decreased, weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure (batch no. B09709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included spotting vaginal, cervix inflammation, adenomyosis and morbid obesity. Concomitant products included docusate, hydrocodone bitartrate;paracetamol (norco), ibuprofen and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced visual impairment ("vision decreased"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes"), urticaria ("hives"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), depression ("depression"), anxiety ("anxiety") and irritability ("irritability"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, anxiety, irritability, rash, urticaria, migraine, headache and visual impairment outcome was unknown, the abdominal pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, allergy to metals, alopecia and vaginal discharge had resolved and the depression and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, irritability, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: essure implanted successfully, without complications. In (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: fallopian tubes were bilaterally occluded; on (B)(6) 2016: results: full tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted. All information from case (B)(4) transferred to this case. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: essure implanted successfully, without complications. In (B)(6) 2014, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.